Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The allegation of fiber break was confirmed, as the returned fiber was found broken into two pieces. The tip was noted to be slightly degraded and the connector appeared in good condition. Console reading indicated 0 treatments used and 1 treatment remaining. Based on the analysis performed, it is likely that procedural handling during device set-up or use contributed to the fiber body break. The fiber may have been damaged or kinked during preparation, and the application of laser energy could have resulted in complete separation. This fiber damage likely contributed to the heat experienced by the customer. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. According to the device instructions for use, the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A review of the slimline sis ez hazard analysis was completed and confirmed that the event of fiber break and overheating were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during a procedure, the fiber broke approximately 30 - 40 cm from the tip and separated into pieces. The physician reported feeling heat around the hand during the event. No fragments fell into the body since those remained inside the rigid scope and were removed together with the scope. The fiber was replaced, and the procedure was completed successfully without patient complications. After the procedure, the broken section of the replaced fiber was compared and noted to have a different color.

Event description:
It was reported that during a procedure, the fiber broke approximately 30 - 40 cm from the tip and separated into pieces. The physician reported feeling heat around the hand during the event. No fragments fell into the body since those remained inside the rigid scope and were removed together with the scope. The fiber was replaced, and the procedure was completed successfully without patient complications. After the procedure, the broken section of the replaced fiber was compared and noted to have a different color.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.